Manufacturer narrative:
Customer report of cracked and leaking patch container was confirmed. Trace glutaraldehyde solution was visible in the plastic bag. The shelf box was completely soaked in glutaraldehyde. Tag alert was soaked in glutaraldehyde but displayed "ok". Plastic jar had multiple cracks at the bottom end of the jar. One crack split the bottom end of jar and cracked open one side of the jar extending to the jar lid. Shrink seal was intact on patch jar. No glutaraldehyde solution remained in jar. The DHR is in process. Engineering evaluation is pending. No patient involvement. Another device was used for the procedure. Investigation as to when this occurred is in process. Supplemental report will be filed with new information as learned. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional manufacturer narrative: engineering conclusion: the glutaraldehyde jar and packaging were returned and evaluated by engineering, who confirmed the jar was damaged and the glutaraldehyde solution had leaked out. Significant cracks were observed on the bottom and side of the jar, which were large enough to cause a separation at both the base and side. No additional damage was observed to the jar. The root cause of the observed damage on the glutaraldehyde jar was most likely due to improper handling. Lab tests conducted by engineering successfully replicated the failure mode by dropping the jar from a distance of 2 feet and having the jar land on its base. From this distance and angle, engineering was able to replicate similar crack patterns observed on the jar in question. There is no evidence to suggest any manufacturing non-conformities in the returned jars. Per preliminary packaging procedures, each jar undergoes a 100% visual inspection to ensure there are no leaks from the jar. A DHR review confirms that the jar passed all inspection points for product release. A review of the jar lot used to package the device found no non-conformances or scraps. Additionally, all receiving inspectors within the quality organization at edwards are also trained in proper handling and receiving procedures. It is unlikely the damage was material related. If the cracks were material related, they would have likely been observed during packaging or they would have propagated slowly after packaging. As indicated in the description summary, both the handler and the hospital state there were no problems with the device or packaging upon receipt. If the cracks slowly developed, glutaraldehyde would have leaked out prior to use. Since engineering was able to replicate the failure mode observed on the returned device by dropping the jars, it is likely the jar was mishandled.

Event description:
Reportedly, leakage of a jar with a patch was found before use. Surgery was completed with another device without issue. The device was returned for evaluation without opening the outer package. The sales rep opened the outer package to see the jar and confirmed that there was a crack on the bottom of the jar.